Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. It was reported that the event occurred during clinical use. There was no report of patient harm as a result of the event.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and the reported condition was verified. The power management (pm) printed circuit board (pcb) was replaced to address the issue. The ventilator passes all tests and operated within the manufacturing specifications. The pm (pcb) was returned for evaluation. Visual inspection of the pm pcba revealed no evidence of damage or contamination. The pm pcb was installed to a failure investigation (fi) test ventilator. The test ventilator was tested. The reported condition was verified. The product does not meet specifications. The root cause was isolated to l2 primary coil and secondary coil the shorted l2 on the pm pcb prevented the ventilator to power on.